Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2023 , loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.